Event description:
Customer reported the a5 anesthesia delivery system displayed a blank screen and the system rebooted itself. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the cpu board. System was safety tested to factory's specifications.